Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient's battery in their omnipod dash controller/personal diabetes manager was swollen. No medical assistance was required and no harm to the patient was reported. No further information was provided.